Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 508 mg/dl. The customer stated that she had a bronchial infection, the flu and a bent cannula, which all may have contributed to the event. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's shunt remains unknown.

Event description:
According to the initial information received, the 8/6mm amplatzer duct occluder (ado) was successfully implanted with no shunt detected. The next day, the patient felt uncomfortable so by angiography the ado shape was found to have changed and a shunt was now present. The ado was retrieved by surgery. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.